Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she attempted to test her blood glucose. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 11:30 pm. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 she took her usual dose of insulin, humalog 6.8 units. The patient reported 6 hours later she developed symptoms of ¿nausea and vomiting.¿ the patient reported she did not have any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed that the subject meter¿s battery did not need to be replaced. When the patient was prompted to insert a new test strip, the meter did not power on. When the patient was prompted to press the power button, the meter did not power on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 9/6/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a crystal failure. Crystal x1 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.